Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported symptom of "does not recognize closed door" was reproduced while powering on the device. A review of the event history log revealed multiple occurrences of door jammed messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a failed lower link switch. The lower auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed to recognize close door. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Review of the event history log shows evidence of ' shut door - power off' messages as verification of the reported issue. Should additional relevant information become available, a supplemental report will be submitted.